Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump alarmed motor error for the second time within a few days of previous troubleshooting. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that insulin pump will be replaced. The insulin pump will be returned for analysis.